Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no lot specific product issue. All available information was investigated, a conclusive cause for unintended movement (clip open efaa) and unintended movement (clip open locked) could not be determined in this complaint. This event was further reviewed by abbott vascular research and development engineer, and the reviewer concluded that " three fluoroscopic videos provided denoted "deployment", "efaa", and "locklinepull"; this presumably coincides with the actions/maneuvers being performed during each video. The reported device is easily discernable in all three videos in which the clip is confirmed to be attached to the delivery catheter. In the "efaa" video it appears that the clip arms opened slightly; however, due to the quality of the video it cannot be confirmed. In the "locklinepull" video it is apparent that the clip arms are opened more/to a larger angle than what is shown in the "efaa" video. Lastly, the "deployment" video shows the moment the delivery catheter detaches from the clip during the deployment sequence and is retracted away from the deployed clip. During this video the clip arms appear to be stable¿. There is no indication of a product issue with respect to manufacture, design or labeling. Na.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip open while locked, and clip open establishing final arm angle it was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mmr) with a grade of 4. After grasping, establishing final arm angle (efaa) was performed and the clip opened slightly. This was tried again and the clip slightly opened. The lock line was then pulled and the clip slightly opened more. It was attempted to raise the grippers to open the clip but the lock held so it was decided to deploy the clip. Another clip was also required and after implant of the 2 clips, mr was reduced to 2+. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.